Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During the procedure, the capio carrier extended but the dart was not caught in the cage. The physician then loaded the capio device with the dart but the dart kept getting stuck. The physician then tried loading the device the second time around but the dart detached from the suture. The procedure was completed with a free hook needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.